Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of premature discharge was confirmed. The prevue was charged for 1 hour and only showed 8% battery life. When unplugged from ac power it jumped to 100% battery life and then abruptly shut off and would not stay on without ac power. The root cause of the reported failure was identified as an internal failure with the lithium-ion battery. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed - battery not holding charge. 04/28/2021 evaluation confirmed abrupt shutdown.